Manufacturer narrative:
E4. The initial reporter also notified the FDA on mar, 2024. Medwatch report # (B)(4). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim. Rcc received a complaint via email. Email(s) attached. U.s. Food & drug administration]. Describe the event or problem: registered nurse (rn) was priming IV tubing with dextrose 10% (d10), and the IV tubing snapped off at one of the hubs.

Manufacturer narrative:
It was reported that the tubing snapped off at one of the hubs. One sample model 2432-0007, lot 23105628 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the outlet port of the y-site above the filter. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the most possible root cause is the bushing in solvent dispenser not working properly due an intermittency in solvent flow or due an improper solvent application by the production personnel. Lot reported was manufactured on oct 31st, 2023, before an improvement process to the solvent dispenser maintenance was implemented. Update of the procedure to state a bushing change sequence and dispenser revision. Implemented on november 09th, 2023. A device history record review for model 2432-0007 lot number 23105628 was performed. The search showed that a total of 26883 units in 1 lot number was built on 31oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info

Event description:
Update of awareness date. Material#: 2432-0007 lot#: 23105628. It was reported by the customer reported that registered nurse (rn) was priming IV tubing with dextrose 10% (d10), and the IV tubing snapped off at one of the hubs. Verbatim: rcc received a complaint via email. U.s. Food & drug administration]. Describe the event or problem: registered nurse (rn) was priming IV tubing with dextrose 10% (d10), and the IV tubing snapped off at one of the hubs.

Manufacturer narrative:
Update of awareness date 03/12/2024.